Event description:
The reporter stated, that the surgeon was loading a competitor's lens into a aq cartridge-fp and the lens became damaged. The reporter stated, it was likely due to the cartridge. There was no patient contact or injury.

Manufacturer narrative:
Evaluation: results: a work order search was performed for similar complaints and no similar complaints were found. Conclusions: no conclusion can be drawn. Based on the complaint history and work order search, a specific root couse of the event could not be determined at this time.